Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was broken, as a result the display was replaced. It was also noted that both bail covers were broken.

Event description:
It was reported the bottom of the lcd (liquid crystal display) screen is cracked and when in use is unreadable. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.